Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; additionally, one portion of threads appear to have more pronounce damage than the rest, consistent with possible thread jumping. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumber interbody fusion at l4-5. It was reported that the set screw would not engage with the l4 screw. The extenders were removed and the incision was extended and the driver and a new set screw were inserted under visual guidance.